Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the longevity bar was gray. The battery voltage was too low to be implanted even though the implantable cardioverter defibrillator (ICD) had not been in a cold environment for at least one month. The ICD was not used. There was no patient involvement.